Event description:
(B)(4) , after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Event date was not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.